Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the pacemaker was in telemetry lockout. It was also observed that the pacemaker failed to be interrogated. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.